Event description:
Elderly female patient found down on left side personal belongings bag under head. Patient lifted to bed, slow to respond verbally, noted red area on left temporal area. Eyes reactive, grips weak, no other sign of acute injury/trauma. Personal alarm in place and noted to sound repeatedly through night. When patient found immediately after fall personal alarm on floor and not sounding, not functioning.